Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip peeling was confirmed as a polymer beak. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled coating. It was reported that when inside of a catheter, the black coating of the wire peeled off. Analysis of the returned wire confirmed the reported peeling as a polymer break. The analysis noted that the polymer was torn and stretched. Additionally, the coils were noted to be stretched. This type of damage is consistent with manipulation against resistance. It is possible that the wire interacted with the catheter or patient¿s anatomy during use, resulting in the noted damages; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with no calcification or tortuosity. The command guide wire was inside a non-abbott 018 catheter and some of the black coating had scraped off but nothing remained in the patient and there is no visible missing part of the wire coating. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.